Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). A patient age of (B)(6) years was also provided. A clarification of the correct age has been requested. (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys ft4 ii assay (ft4) on a cobas 8000 core unit. The patient had a first sample collected and tested on (B)(6) 2018, resulting as 7.77 ng/dl. This sample was repeated, resulting as 7 ng/dl. The result was reported to the patient and the patient complained about the result. A second sample was collected from the patient and tested on (B)(6) 2018, resulting as 6.48 ng/dl. The 6.48 ng/dl value was reported outside of the laboratory. This sample was repeated on a cobas 8000 e 801 module (e801), resulting as 1.66 ng/dl. No adverse events were alleged to have occurred with the patient. The ft4 reagent lot number was 28819701. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
The first and second sample were initially tested on a cobas 8000 e 602 module (e602). The repeat value of 1.66 ng/dl for the second sample was measured on (B)(6) 2018. Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
The second sample collected from the patient and tested on (B)(6) 2018 was also repeated on a second e602 analyzer and this result was similar to the initial value of 6.48 ng/dl from the complained e602 analyzer. The investigation was unable to find a definitive root cause. Differences in the ft4 values generated with the e602 and e801 analyzers may be related to a specific interferent present in the sample. This interferent may affect the results from each analyzer differently due to differences in the physical assay setup on both types of analyzers, differences in pipetting volumes of both types of analyzers, and mechanical/hardware differences of both types of analyzers.